Event description:
The customer reported to olympus that the power switch on the evis exera iii xenon light source was stuck and could not be pushed. Customer reported this did not occur during a procedure but reported the damage somehow occurred while the device was being cleaned. No patient harm was reported as a result.

Manufacturer narrative:
The device was returned to olympus and customer's allegation was confirmed. The evaluation confirmed the power switch was stuck due to a faulty, old version switch. Power was not on when the power cord was plugged in, and the power button needs to be upgraded. Additionally, the front panel mouth was damaged, and a worn-out socket slider switch caused intermittent use of high intensity mode. Dust was found inside scope socket and third-party devices were attached on lamp door and front panel. Scratches on top cover were found but would not impact device use. The olympus lamp life meter was reading at 100+ hours and light output measured within range. Fan was running and air pressure was tested to work accordingly. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power switch could not be identified. However, it¿s likely the cause is related to an operating force applied to the power switch and the number of times that the switch was pressed exceeding the original assumption. It was confirmed that the design of the power switch was changed in order to improve its resistance. The modified products were shipped from november 25, 2013. Therefore, this confirms that the device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.